Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged tonsil cancer. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 10/21/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged tonsil cancer. Medical intervention was not specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that an insect in the interior of the bottom enclosure. Evidence of liquid spots with potential mineral deposits on the blower motor and blower box. Potential no clean flux on the sd (secure digital) card slot on the pca (printed circuit assembly). The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam residue in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). Pil is unable to directly address the symptoms specified. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust/dirt contamination and a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, sd cover flip door, rear panel, bottom enclosure, blower motor, and the blower box. Hairlike fibers on the exterior and interior of the bottom enclosure, exterior of the top enclosure, exterior of the rear panel, interior of the ui panel, blower motor, and the interior of the blower box. A dust like contaminate on the ui panel, ui knob, top enclosure, keypad, sd cover flip door, rear panel, bottom enclosure, blower motor, and the blower box. The device was missing the accessory module flip door and the sd card. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin in the device and are consistent with being from an external source. Due date has been updated. In box d: device avail. For eval and date returned have been updated. In box g: date received by mfg has been updated. In box h: device eval. By mfg, device avail. For eval, device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid have been updated.